Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life threatening to the patients health and the invisalign system aligners were being used at that time. Device not returned to manufacturer.

Event description:
The patient reported symptoms of coughing, chest congestion, constricted airway, choking, sensation of throat closing and laryngospasm. The patient reported visiting general physician and going to the ER, where the patient was diagnosed with laryngospasm. The patient reported being prescribed sublingual nitroglycerin, benadryl, amoxicillin, mucinex and claritin due to the reported symptoms. The treatment was discontinued on (B)(6) 2016. The treating doctor considered the event was life threatening to the patients health.